Manufacturer narrative:
This device referenced in this report has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. There was no abnormality possibly associated with the reported phenomenon in the manufacturing records of the subject device. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The image was lost during laparoscopic esophagus treatment. The facility replaced the subject device with another instrument and the procedure was completed. There was no patient injury reported.